Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. No indicator lights came on and it did not initiate any telemetry. The monitor was able to be reset by unplugging and replugging in the power cord. A successful manual transmission was then able to be initiated. No patient complications have been reported as a result of this event.